Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 22 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that at the 1 year follow-up there was a type 3 endoleak that was seen on ultrasound and CT angiogram. It was reported that there was a stent fracture and disconnection of the stent graft segments. No intervention has been performed and the patient has no clinical manifestations or symptoms. The patient is on antihypertensive medications for risk of rupture. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation: result: lack of information (no films or operative reports have been received, aneurysm and vessel morphology were not reported, unknown cause of endoleak), (endoleak). Conclusion: lack of information (no films or operative reports have been received, aneurysm and vessel morphology were not reported, unknown cause of endoleak).